Event description:
Narrative from staff: the trocar broke inside the patient. All pieces obtained and removed from the patient¿s airseal access port and palm grip obturator with bladeless optical tip 12mm x 120mm. Noticed that 2.5 inches from the tip the trocar could not be removed because it had cracked, 3 pieces noted in total one 2.5 inches in length with one nickel sized piece cracked out and a smaller odd shaped piece of trocar. All pieces removed in an endo catch bag and put back together outside of body to ensure complete trocar. Narrative from operative report: it was noticed that the posterior plastic assistant port was broken in half. The remaining portion was removed in an endo-catch bag and these were inspected on the back table making sure that there was no remaining piece of the plastic port left in patient's body or the chest wall.